Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced dysphotopsia. The iol was exchanged with an alternate iol in a secondary procedure. Additional information has been requested; however, further information has not been received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).